Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The customer had called about an alarm that occurred and was advised by their nurse educator to have the pump replaced. A few hours later, the customer was contacted. It was indicated that the cause of lbgs were due to the manual injection they gave. No further details.